Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a crack at the reservoir compartment. The blood glucose reading was 8.7 mmol/l. The customer stated that she had dropped the insulin pump and she could pull out on the crack. Advised replacement of the insulin pump. Nothing further reported.